Event description:
Inbound call from rn stating pump was not working for infusion scheduled for (B)(6) 2021. The air sensor was beeping at the 80ml/hr period. It had already been running for about l5 hr and yet only 13 ml of med was acknowledged as infused by the pump. Rn checked and saw blood backed up in the line. She discontinued the infusion at this point. Client experienced no adverse events, pain or discomfort at injection site as a result. Rn reports that client did not miss a dose as they had gravity tubing available and rn was able to infuse the remainder of the medication with no further issues. Mdo is aware of the pump malfunction. Scheduled a delivery for pump replacement on (B)(6). No other information given. All known information is contained on this form. Reported to (B)(6) by health professional.